Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had "no disposable, clamp tubing" and "no disposable, pump won't run" alarms. The tubing was clamped at the port, the cassette was removed and massaged to remove the observed air bubbles. The cassette was attached and the alarm reoccurred upon start up. The residual volume was 6.4ml at a rate of 2.1 and the patient had received 90.6ml. There was no patient injury.